Manufacturer narrative:
(B)(4). The device history review for the product 24 ea isi da vinci s 8mm obturator lot #73h1800102 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the patient was undergoing a robotic assisted laparoscopic total hysterectomy, bilateral salpingectomy, cystoscopy. The surgeon placed the camera port into the abdomen after the obturator was removed, it was noted that the tip of the trocar was missing. The team could not confirm the tip was present prior to incision or it had broken off in the abdomen. The camera was advanced, and the abdomen surveyed. The plastic tip was not visualized in the abdomen or on the field. A new obturator was obtained and confirmed to be intact prior to use. The procedure was able to be completed.